Event description:
It was reported that during an open roux-en-y procedure, only one row of staples were formed. Another like device was used to complete the procedure. There was no patient consequence.